Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "cautery not working" (device issue). A nurse reports, the cautery is not working, had low or no power during surgery. The cautery brush was changed out. The case was completed even though, the cautery power was low because, the power was sufficient to complete the case. The surgeon stated there was no pt impact.

Manufacturer narrative:
During the onsite investigation, the territory manager, (tm) examined the system and was unable to duplicate the reported problem. The tm verified the system was operating to specs. No samples of the cautery or cautery brush were returned for analysis. Based on the results of this investigation, the root cause could not be determined. (B)(4).